Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The device delivered five inappropriate shocks when it classified a supra ventricular tachycardia (svt) episode as a ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.